Manufacturer narrative:
Date of event: "the event occurred on an unspecified date in december 2022." Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap of three homechoice low recirculation volume apd set with cassette came loose. This was observed prior to use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The caps are able to be capped onto the connectors securely, they do not fall off with gravity pull. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.